Event description:
Caller alleged discrepant results (precision). Results/data as follows: 1st-inr= 5.0, 2nd-inr=4.2. One week prior: 1st-inr=5.4, 2nd-inr=3.4. Seven days later, follow-up phone call, patient alleged discrepant results (accuracy) with lab. Results as follows: meter-inr: 5.0; meter-inr: 5.0, lab-inr: 4.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr= 5.0, 2nd-inr=4.2. Inratio meter: mean: 4.60; sd: 0.57, %cv: 12.30. Since 12.30% cv is less than 20%, inratio meter results pass the criteria for precision. One week prior: 1st-inr=5.4, 2nd-inr= 3.4, inratio meter: mean: 4.40; sd: 1.41, %cv: 32.14. Since 32.14% cv is more than 20%, the precision test failed the criteria for precision. Strip ln 212622va will be tested if it is returned. Biosite received 9 strips with lot no: 212622va. In-house precision test. Inratio meter: in-house meters ((B) (4), (B) (4)), returned strip: 212622va. 2 therapeutic donors. In-house precision testing provided (inratio meter): donor 1: in-house (inr): 3.9, in-house (inr): 3.9, mean: 3.90, sd: 0.00; %cv: 0.00%, pass; donor 2: in-house (inr): 3.2; in-house (inr): 3.0; mean: 3.10; sd: 0.14; %cv: 4.56%; pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 0% and 4.56 % respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.